Event description:
The account alleges that the nurse call system would not send a signal to the nurses station.

Event description:
It was reported that during a gastric bypass procedure the reload did not staple. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4).